Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. Device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The returned device was unable to connect to the (B)(4) and on inspection it was discovered the ground wire that connects to the contact collar was broken. This was replaced and the connection was then successful. The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012 when there was one manual event recorded of under one minute. The recorded temperature dropped below zero degrees celsius, 17 times during this period. The device fails on (B)(6) 2012 for a low battery with the temperature being minus 10.0 degree celsius. Between (B)(6) 2012 there are multiple events which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence that the device was not being adequately stored and exposure to extremely low temperatures can have an adverse effect on the device membrane which is the root cause of the fault with this device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.